Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that after the third firing of the atw35 instrument, the instrument would not fire and the lever was broken. Another instrument was used to complete the case. There was no consequence to the patient.